Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery two (2) 4.3mm drill bits broke at the distal end. There was no prolongation of surgery. There is no additional information available at this time. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No harm to patient -- a few minutes delay in surgery time; exact time unknown; however, delay was not more than five (5) minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 23. Sept. 2014. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.